Event description:
Additional information reported indicated that a physician mode recharge session, including clearing a power on reset condition, was performed on (B)(6) 2011. That date was also the date that the battery went dead. The patient's cognitive difficulties were noted as unlikely related to the device or implant procedure. The patient recovered without sequelae on (B)(6) 2011. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect (pain) from their implanted neurostimulator(ins). The ins was at "end of service (eos)" and the patient had it replaced. No information was available determining battery depletion (eos) was premature, or not. It was noted that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 377860 lot# v198592012 implanted: (B)(6) 2009 explanted: na; lead model 377860 lot# v184120021 implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial# (B)(4).